Manufacturer narrative:
Corrected fields: d5. A getinge field service engineer fse was dispatched to the site to evaluate the unit and did not find any issues and the unit passed all functional tests. Unit can not be cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) catheter ruptured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.